Event description:
It was reported that during reprocessing, the subject flex video scope distal end of bending section was broken. (There were burns on the distal end.) There was no patient involvement.

Manufacturer narrative:
Event 1: distal end of bending section is broken. (There are burns on the distal end.) Customer name: the second affiliated hospital of nantong medical college the first people's hospital of nantong city the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the burns on the distal end malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.